Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00977 is a duplicate of MDR# 3006575795-2024-00813. Refer to 3006575795-2024-00813 for event details. Reference to complaint #: (B)(4).

Manufacturer narrative:
There are no previous complaints on the device related to this issue. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the air-in-line alarm did not read during initial testing. The replacing of sensor component confirmed to have successfully addressed the issue a CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 10/03/2024, znyo medical received a report that during the preventive maintenance (pm), the pump did not read the air in line. No patient injury/harmed reported.